Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent a transforaminal interbody cage insertion with rhbmp-2/acs l4-5, l5-s1 and a posterior lateral interbody fusion with local bone graft l4-5, l5-s1 on (B)(6), 2008. It was reported that on (B)(6), 2011, the patient underwent a second surgical for a l5 complete facetectomy and the hardware removal at l5-s1. Subsequently, patient now suffers from injuries including chronic pain syndrome, hip pain, leg pain, unwanted bone growth, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with the following preoperative diagnosis: herniated nucleus pulposus right l4-5 far lateral zone. Disk degeneration annular tear, discogenic back pain l4-5, l5-s1. Severe facet arthropathy l4-5, l5-s1. The patient underwent the following operations: laminectomy, foraminotomy l4-5, l5-s1. Transforaminal interbody cage insertion l4-5, l5s1. Posterior lateral interbody fusion with bone graft l4-5, l5-s1. Posterior spinal fusion with legacy peak rod segmental instrumentation l4-5, l5-s1. As per op notes ¿¿the cage 12*22 was filled with bmp and inserted through the transforaminal approach on the left side and centered in the mild portion of the interbody space providing anterior column support as well as maintain lordosis¿ finally the posterior lateral gutter was filled with a combination of local bone graft, bone graft and bmp from l4 to the sacral ala bilaterally¿¿ on (B)(6) 2011: the patient presented with the following preoperative diagnosis: intractable left l5 radiculopathy. The patient underwent the following procedures: left l5 complete facetectomy; pedicle subtraction osteotomy with partial corpectomy of l5; microscopic and navigationally assisted surgery; hardware removal left l5 to s1.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion using rhbmp-2/acs with a peek cage at l4-l5, l5-s1 on (B)(6) 2008. Following surgery, patient began to develop radiating pain to his legs, numbness in his toes, back pain and bony overgrowth. As a result, patient continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that the patient underwent a transforaminal interbody cage insertion (cage with rhbmp-2/acs) l4-5, l5-s1 and the posterior lateral interbody fusion with local bone graft l4-5, l5-s1. On (B)(6) 2011, the patient underwent a left l5 complete facetectomy and the hardware removal left l5 to s1. Patient later returned home, but his pain and difficulties did not subside. Patient developed chronic pain syndrome, hip pain, leg pain, unwanted bone growth, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.